Event description:
It was reported that during a radical cholecystectomy procedure, the clips from the device are not getting loaded into the jaws when the surgeon tries to ligate vessel. When loaded, clips are malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: anti-backup. The analysis results found that the mcl20 was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed four clips with gap; in addition, two clips were partially fed into the jaws, this condition led to the malformation of these clips. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the antibackup lever was found to be out of its intended position, potentially causing the experienced firing issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.